Manufacturer narrative:
Analysis results were still not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted (B)(6) 2014 due to heating at the ins site. There was a warm feeling at the pocket. The manufacturer representative was not sure when the heating issue began. There was no plan to re-implant the patient. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s device was explanted 2014-(B)(6). The manufacturer's representative was notified a few days prior to the surgery by the clinic. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since implant the patient felt heat at the implantable neurostimulator (ins) pocket site only with stimulation on and recharging. The patient felt it on the inside of the ins and not on the surface of the ins pocket. The ins pocket appeared to be normal. There was no redness or warmth when touching the pocket site. Stimulation had been off since (B)(6) and the patient had not felt any warmth since it had been off. The patient charged on the date of report. There was a coupling range of two to eight bars. The average antenna temperature ranged from 31.1 to 36.9 degrees celsius. The maximum antenna temperature ranged from 31.2 and 37.8 degrees celsius. The ins voltages ranged between zero and 4.070. Reprogramming was done. Impedances were within normal limits/normal readings. It was unknown if the patient had a 50% or greater symptoms reduction and/or if reprogramming helped the patient yet. However, it was also noted that the patient felt appropriate stimulation coverage. It was unknown if the patient was receiving effective therapy. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally oaky with insignificant anomalies. There was no significant anomaly.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).